Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and noted that quality control (qc) values were in range. The customer stated that no other assays were affected. Siemens dispatched a customer service engineer (cse) to the customer site. Siemens reviewed the information provided and identified an incorrect calibration that ran on (B)(6) 2022 on the day of the results. Siemens is investigating the event.

Event description:
The customer obtained falsely depressed creatine kinase (ck_l) results for four patients on an atellica ch 930 analyzer and reported the results to the physician(s). The physician(s) questioned the results, and the customer used the same samples to perform repeat testing on an alternate atellica analyzer. The repeat results were higher and considered correct. The customer issued corrected reports. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed creatine kinase (ck_l) results.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00262 on 14-sep-2022. Additional information (20-sep-2022): siemens reviewed the creatine kinase (ck_l) calibration data and identified the level 2 calibrator (enz 3 cal 2cd037) had an incorrect bottle value of zero (0) ukat/l. The system logs revealed a manual entry created on or about 02-aug-2022: "created calibrator material enz 3 cal, lot number 2cd037, material ID, barcode revision 1 via manual entry." .the system logs inform that the operator did not scan the 2d barcode for enz 3 cal insert using the handheld barcode scanner and did not configure ck_l to trigger a new calibrator order when the bottle values are changed. Siemens determined that a bad calibration was the potential reason for the falsely depressed ck_l results. The operator runs ck_l assay in a non-standard unit (ukat/l), whereas the scanned product insert sheet of the 2d barcode only contains u/l values. Siemens reviewed the ck_l product insert sheet and scanned the 2d barcode. The output was as expected, and the bottle values for levels 1 and 2 were 0 and 656 u/l, respectively, which matched the printed information in the insert sheet. Based on the data reviewed by siemens, the cause of the event is due to a use error and the manual entry of the calibrator definition. Siemens identified no systemic or software issues. The atellica ch 930 analyzer is operating as specified, and no further investigation of the device is required. Section h6 is updated to reflect a new investigation findings and investigation conclusions code.